Event description:
Pt reported a podsite that became "itchy" on the second day of wear. She stated "this was not unusual." Upon removing the pod on the third day, she noticed "a large lump at the insertion site about the size of a golf ball." The pt felt like there was a "splinter" at the insertion site after removing the pod. She was prescribed an antibiotic at the emergency room. The doctor found nothing embedded in her skin at the pod insertion site; the doctor was unable to drain the infection because it was too hard. Pt reported she is still taking antibiotics and the infection, discomfort and the size of the lump has decreased. We do not expect the pod to return for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition contributed to the pt's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions 'if an infusion site shows signs of infection, immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."